Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device had a damaged connector and damage to the device body. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non-sustained ventricular tachycardia was observed due to the oversensing and noise on the right ventricular (rv) lead. It was also noted the rv lead exhibited high and undefined impedance and had fractured. During rv lead replacement it was noted the exterior of the cardiac resynchronization therapy defibrillator (crt-d) was damaged. The rv lead and crt-d were explanted and replaced. No patient complications have been reported as a result of this event.